Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's atrial lead exhibited noise oversensing and low pacing inhibition. Inappropriate mode switch as noted due to noise oversensing. No intervention was done. There were no patient consequences.